Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer. Customer contacted support, was guided through pump reset, confirmed error did not return, and was advised to wait 20 minutes before starting sensor session, which customer understood and acknowledged.